Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary. (B) (4) the full lead was returned and analyzed. It was noted the helix was partially extended, bent and will not function.

Event description:
It was reported that during the implant procedure, the helix appeared to be bent and doesn't extend/retract smoothly. The device was not implanted. No patient complications have been reported as a result of this event.